Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that pacemaker exhibited far r-wave over-sensing, competitive atrial pacing, and inappropriate mode switches. No intervention was performed. There were no patient consequences.